Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a bd (battery depletion) code, indicating the battery was suspected of depleting prematurely. It was also reported that the patient had a recent surgery. Technical services (ts) noted there was 87% battery remaining and discussed this was likely a false positive due to prolonged magnet application, and recommended bringing the patient to the clinic to reset the beeper/alert. A request was made to have data from this device analyzed. Data analysis confirmed that this bd code was consistent with extended magnet application, and that programmer interrogation would resolve the beep tones. The s-ICD remains in service. No adverse patient effects were reported. Additional information received reported that the patient has missed multiple appointments. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.